Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable cardioverter defibrillator implanted: 2012 (B)(6); product ID 694765 implantable tachy lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that a patient was experiencing episodes of inappropriate stimulation due to issues with an existing epicardial left ventricular (lv) pacing lead. The lv lead was also exhibiting high thresholds. The lead was capped and replaced with a transvenous lv lead. No further patient complications have been reported as a result of this event.